Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported endoleak iiib of the main body, endoleak iiib of the suprarenal cuff; complete separation of suprarenal crown and cuff; and secondary procedure. Clinical evaluation refuted the reported dilation of the main body stent, rather there was stent cage dilation of the cuff (32%). Clinical evaluation unable to confirm the favorable patient condition of stable. Additionally, clinical evaluation found that at 36 months post implant there was claudication, left iliac stent stenosis/kink and secondary endovascular procedure (non elgx stent). At 62 months post implant: endoleak ia due to crown separation. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of compromise stent graft integrity (breached) of the main body was the use of strata material in combination with extra manipulation of the system. At 36 months post implant, a bifurcated stent graft revision for a left common iliac stenosis was performed with a non endologix stent; this represented a cautionary product use condition as well as an intentional user-related issues. Procedure-related contributing issues or harms could not be determined. Associated clinical harms for this device failure included: type iiib endoleak of the main body stent; and the same secondary endovascular procedure and outcome as reported above. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. The device remains implanted in the patient and will not be returned for device evaluation. The lot usage history shows one complaint (B)(4) involving lot#: 1030002 with a type iiib endoleak. There were no other units from the affected lots that have been involved in any similar complaints at this time. These types of events will be monitored and trended as part of the quality system. The above mentioned secondary endovascular procedure (non elgx stent) was previously reported under MFR# 2031527-2018-00078. The above mentioned endoleak ia due to crown separation was previously reported under MFR# 2031527-2017-00430.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. A routine follow up sonogram showed blood flow outside of the stent and a computed tomography (CT) showed a type 3b endoleak due to an increase in the main body stent cage diameter. The physician is planning a diagnostic angiogram as well as a reline procedure to seal the endoleak. The patient status is unknown and was not initially reported to endologix. There have been no additional adverse events reported for this patient at this time.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported endoleak iiib of the main body, endoleak iiib of the suprarenal cuff; complete separation of suprarenal crown and cuff; and secondary procedure. Clinical evaluation refuted the reported dilation of the main body stent, rather there was stent cage dilation of the cuff (32%). Clinical evaluation unable to confirm the favorable patient condition of stable. Additionally, clinical evaluation found that at 36 months post implant there was claudication, left iliac stent stenosis/kink and secondary endovascular procedure (non elgx stent). At 62 months post implant: endoleak ia due to crown separation. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of compromise stent graft integrity (breached) of the main body was the use of strata material in combination with extra manipulation of the system. At 36 months post implant, a bifurcated stent graft revision for a left common iliac stenosis was performed with a non endologix stent; this represented a cautionary product use condition as well as an intentional user-related issues. Procedure-related contributing issues or harms could not be determined. Associated clinical harms for this device failure included: type iiib endoleak of the main body stent; and the same secondary endovascular procedure and outcome as reported above. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events: upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4). The device remains implanted in the patient and will not be returned for device evaluation. The lot usage history shows one complaint (B)(4) involving lot#: 1030002 with a type iiib endoleak. There were no other units from the affected lots that have been involved in any similar complaints at this time. These types of events will be monitored and trended as part of the quality system. The above mentioned secondary endovascular procedure (non elgx stent) was previously reported under MFR# 2031527-2018-00078. The above mentioned endoleak ia due to crown separation was previously reported under MFR# 2031527-2017-00430.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. A routine follow up sonogram showed blood flow outside of the stent and a computed tomography (CT) showed a type 3b endoleak due to an increase in the main body stent cage diameter. The physician is planning a diagnostic angiogram as well as a reline procedure to seal the endoleak. The patient status is unknown and was not initially reported to endologix. There have been no additional adverse events reported for this patient at this time.